Manufacturer narrative:
Title: oligometastatic adrenocortical carcinoma: the role of image-guided thermal ablation source: european radiology (2020) 30:6958¿6964. If information is provided in the future, a supplemental report will be issued.

Event description:
According to literature, a retrospective study evaluated the safety, efficacy, and clinical usefulness of image-guided ablation of liver and lung metastates from adrenocortical carcinoma (acc) between november 2000 to september 2017. There were thirty-two acc metastases (4 lung and 28 liver) from 16 patients who were treated with radiofrequency ablation (rfa) or microwave ablation (mwa). The mwa procedures were performed with either medtronic emprint or hs amica. One major adverse event related occurred: intrahepatic hematoma with subsequent right hemothorax which required the placement of a chest tube. It is unknown whether the emprint was used during this procedure or contributed to this event.